Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure with a mitraclip xtw, physical resistance was felt at m/l knob while steering down with the m knob to valve. The m knob could not flex the catheter to the valve. The clip was able to reach the valve, and gripper orientation was performed and was successful. The grippers were unable to actuate while attempts were made to grasp leaflets. Troubleshooting was performed and was unsuccessful. There was chordal interaction noted, but no anatomical damage was caused by the device. The gripper line was observed to be broken after the maneuver. The clip was replaced with another device to complete the procedure. The mr was decreased to grade <1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis and observed one gripper line was separated from the l-lock shaft. The reported difficult or delayed positioning in the anatomy (chordal interaction) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. The reported knob resistance, positioning failure of inability to curve, and gripper line break were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported knob resistance and unable to curve. The reported broken gripper line appears to be due to the user perception of the gripper line slipped. The reported difficult or delayed positioning in the anatomy (chordal interaction) appears to be due to troubleshooting maneuvers of the gripper actuation issue. The reported gripper actuation issue was due to the gripper line separation (slip). The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported on 27 march 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure of mitraclip xtw, physical resistance was felt at m/l knob while steering down with the m knob to valve. The m knob could not flex the catheter to the valve. The clip was able to reach the valve, and gripper orientation was performed and was successful. The grippers were unable to actuate while attempts were made to grasp leaflets. Troubleshooting was performed and was unsuccessful. There was chordal interaction noted, but no anatomical damage was caused by the device. The gripper line was observed to be broken after the maneuver. The clip was replaced with another device to complete the procedure. The mr was decreased to grade <1 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.